Manufacturer narrative:
Data was requested for investigation but not provided despite several reminders within more than 3 months. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas c111 analyzer serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 7 patients' samples tested with hba1c assay on a cobas c111 analyzer. Sample 1 and sample 2 were repeated on (B)(6) 2024: sample 1 (patient 1): initial result: 7.6 %. Repeat result: 5.8 %. Sample 2 (patient 2): initial result: 8.9 %. Repeat result: 6.5 %. Sample 3 (patient 3) was repeated on (B)(6) 2024: initial result: 7.0 %. Repeat result: 5.4 %. Sample 4, sample 5, sample 6, and sample 7 were repeated on (B)(6) 2024: sample 4 (patient 4): initial result: 6.7 %. Repeat result: 5.2 %. Sample 5 (patient 5): initial result: 8.8 %. Repeat result: 6.7 %. Sample 6 (patient 6): initial result: 9.4 %. Repeat result: 7.4 %. Sample 7 (patient 7): initial result: 6.6 %. Repeat result: 5.2 %. The patients questioned their initial results and, therefore, the samples were repeated. The repeat results were deemed to be correct.